Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit power test fail code.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit power test fail code. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had power test fail code. A getinge field service engineer (fse) evaliated the unit and resolved the issue by replacing kit, display monitor to video gen board. Fse then tested and passed all performance and safety tests according to factory specifcations. Device was returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint: kit, display monitor to video gen. Board. Performed visual inspection of these parts received and all parts looks to be in good condition. Installed the kit, display monitor to video gen. Board into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The fat dept. Could not verify the failure message of power up test fail code# 6. The fat dept. Pumped the unit and performed functional tests and all tests passed. Kit, display monitor to video gen. Board passed testing. Retaining all parts of kit in the fat dept, as per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.